Manufacturer narrative:
A philips field service engineer (fse) went onsite to evaluate the device in question. The fse indicated during an evaluation of the system that the system has no audio. The fse replaced the system mainboard to resolve the device issue of the unit not having sound. The philips field service engineer (fse) confirmed the customers device issue and resolved the system issue by replacing the system mainboard.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that there is no alarm sound coming from the system. The device was not in use on a patient at the time of event, there was no adverse event reported.